Manufacturer narrative:
Continuation of medical devices: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 06-sep-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (3000 mcg/ml at 500 mcg/day) via an implantable infusion pump. It was reported that the patient had a pump and catheter replacement surgery. There were no known factors that may have led or contributed to the issue. It was noted that the spinal segment of the catheter was revised and replaced with a 8589a. Both explanted devices were discarded and would not be returned for analysis. No symptoms were reported and the patient was alive with no injury. The issue was reported to be resolved. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had a newly implanted pain pump because the old one stopped working. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the existing spinal segment of the catheter was not flowing properly. It was reported that the cause was undetermined. After the catheter was repaired with a 8598a the hcp observed steady cerebrospinal fluid csf flow. This was also verified with a dye study intraoperatively. No further complications have been reported.

Event description:
Additional information was received from the patient indicated that cause of t he pump not working was due to the fractured catheter. It was reported that pain medication was not getting to their area of pain. No further information was contained in this document.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: catheter. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the pump in this report may have caused or contributed to a death or serious injury or that the pump in this report had malfunctioned. Therefore, the pump did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.